Event description:
The customer claims the alarm has no power. Tested with the new batteries. Customer detects no visible damage on the case but does detect some damage on the battery connectors. There was no pt contact. Eval of the return alarm shows that there is battery acid leakage and corrosion on the battery contacts.

Manufacturer narrative:
(B)(4). Results: the alarm has no power when using new batteries. The alarm has power when using the 9v adapter. There is battery acid leakage and corrosion on the battery contacts. The liqui - label shows moisture exposure. Note: posey instructions for use has a warning statement "the posey keepsafe deluxe is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. (B)(4).